Event description:
It was reported that the user experienced a high blood glucose event while using the ilet system after not announcing a second meal and consuming approximately twice the usual carbohydrates; the cgm showed a peak of 375 mg/dl and a capillary meter reading indicated ¿high,¿ with the elevation lasting about one hour, and the infusion set was an inset placed on the abdomen with a dexcom g7 cgm in use. Symptoms included hyperglycemia. Outcomes included temporary elevation of glucose without hospitalization. Investigation included user interview, review of device use related to meal announcements, and troubleshooting and education on proper meal announcement. Investigation of this case revealed the device functioned as designed and that the event was attributable to user handling related to missed meal announcement rather than a device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related operational error.